Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have low blood glucose of 37 mg/dl, which was treated with glucose tablets. Customer was sweating and having seizures as a result of low blood glucose. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Insulin pump passed displacement test. After troubleshooting, it was determined that insulin pump was functioning correctly. Insulin pump would be replaced per customer's request.